Event description:
Additional information was received which noted that no troubleshooting was performed. A subsequent routine check showed 100% bi-ventricular pacing. The patient would continue to be followed. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited left ventricular (lv) oversensing of atrial signals, which caused inhibition of lv pacing. The patient did not feel well due to the loss of lv pacing. The lv lead measurements were stable. Troubleshooting and programming options were discussed. No additional adverse patient effects were reported. The device remains in service.